Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece heated during use. Event timing is unknown. Additional information has been requested but not received.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. The handpiece was manufactured on september 24, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample showed no visible non-conformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic power. The handpiece passed the temperature test which found it hottest measurement to be 41.8 degrees celsius at the center of the handpiece, which is within the limit of 55 degrees celsius, after a minute of running at 100% power. The handpiece was connected to dynamic tuning fixture (dtf) where it failed tuning and stroke length testing which found the handpiece to not meet specifications for torsional stroke length. Disassembling the handpiece revealed moisture ingress near the electrode chamber. Based on the results of this investigation, the reported event of the handpiece getting too hot was unable to be confirmed through testing. The hottest point on the handpiece was recorded at 41.8 degrees celsius, staying under the maximum threshold of 55 degrees celsius. There was no reported patient harm. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).